Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 576 mg/dl. Customer changed the pump supplies and a bolus was delivered to address bg. Customer did not know cause of event. Customer declined tandem technical support's offer to perform a pump system check as bg declined to 486 mg/dl during time of report.